Event description:
The ICD was returned for analysis because it was reported that multiple power on resets occurred during fu at which time no reprogramming was possible. During explant the device could be interrogated and reprogrammed. It was also reported that the patient experienced episode without termination by device, but was externally defibrillated. No further pt complications have been reported after the device was replaced.

Event description:
The ICD was returned for analysis because it was reported that multiple power on resets occurred during device follow-up, at which time no reprogramming was possible. During explant, the device could be interrogated and reprogrammed. It was also reported that the patient experienced an episode without termination by the device, but was externally defibrillated. No further patient complications have been reported.

Manufacturer narrative:
Patient information is not generally available due to confidentiality concerns. Battery depletion-normal. The power on reset occurred because the battery was well below eol level. Other: the ICD was returned for analysis because it was reported that multiple power on resets occurred during device follow-up, at which time no reprogramming was possible. During explant, the device could be interrogated and reprogrammed. It was also reported that the patient experienced an episode without termination by the device, but was externally defibrillated. No further patient complications have been reported. Actual device involved in incident was evaluated; electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated program, difficult to.